Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received.

Manufacturer narrative:
(B)(4). Evaluation of the returned device found the plunger, cuffs, link, needle tip and monofilament were not returned. Without the return of the monofilament, which is an integral part of this investigation, we were unable to determine the cause or confirm the reported event. There was no abnormal observation that could have contributed to the reported event. It was determined that the most probable cause of the reported event was due to a needle deflection during plunger deployment from interaction with human tissue or a failure to maintain a stable position of the device with respect to the tissue tract, although the exact cause could not be confirmed. No manufacturing or quality issue was detected. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
It was reported that a physician using the proglide device attempted arteriotomy closure of an unspecified vessel after an interventional procedure. Reportedly, the suture knot did not secure for complete closure. Manual compression was applied for 57 minutes to achieve hemostasis. There were no adverse patient effects reported. Though requested, no additional information was provided.